Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/04/2017 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. The pump¿s black box history showed that the clear basal program was selected by the user on (B)(6) 2017 at 11:43 am. During testing, when clear basal program was selected, the pump gave appropriate the ¿clear program deletes all basal segments in this program¿ alert. The pump¿s ¿ez-prime¿ steps were performed correctly. No defects were found on investigation therefore the investigation was unable to duplicate the initial complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history setting issue. It was reported that the ¿basal program was wiped off the pump¿ and the entire program had to be re-entered into the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.